Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unk. The pt has history of hypertension, hypothyrodism, carotid artery disease, ovarian cancer, and ischemic attack. It was reported that a recent follow-up demonstrated that the placement of the stent graft was normal with no endoleaks present and the aneurysm was reported to be 5.5cm. It was reported that a few weeks later, the pt presented to the emergency room with abdominal and back pain. The computed tomography demonstrated a proximal type I endoleak and the aneurysm has enlarged to 7.1cm. The stent graft was emergently explanted and a dacron stent graft was used for repair of the abdominal aortic aneurysm. No additional sequelae were reported and the pt is fine. Medtronic has received the explanted stent graft and its analysis is pending.